Event description:
The pt experienced shocking or jolting and was seen in clinic. Impedances were found to be greater than 3600 ohms. The implantable neurostimulator system was or will be revised. Device registration system does not show newly implanted devices. The pt outcome was reported as 'no injury'.